Event description:
It was reported that during a routine device check it was noted the right atrial (ra) lead had dislodged. During the routine device check, the atrial threshold testing had revealed ventricular pacing. A lead revision was performed and the right atrial (ra) lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.